Event description:
The complainant stated that the bed exit will arm but is not alarming.

Manufacturer narrative:
The technician isolated the issue to the tape switch not functioning. He replaced the tape switch to repair the bed.